Event description:
We received notification of this issue through a lawsuit, so limited info is available. Patient alleges that a lock on the brace failed, causing her to fall. She appears to have suffered a broken hip as a result.